Manufacturer narrative:
Article website: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4819826/ due to the nature of this study (meta analysis), this report may be a duplicate of a previously reported adverse events. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. The causes of deaths were not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Same event as reported in MDR MFR:2029214-2016-00358. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that procedure-related mortality rate in flow diverter (fd) treatment of posterior circulation aneurysms (pcas) was 15% with significantly higher rates among patients with giant aneurysms and basilar artery aneurysms. No other information was provided regarding the mortality rate or cause of deaths. Out of the 14 studies listed, only 5 studies listed pipeline embolization device as the study device. In this literature article, the authors describe a meta-analysis results of a systematic review of the literature on the treatment of pcas with fds which included 14 studies, which reported on a total of 225 pcas in 220 patients. The authors concluded that flow diverter treatment of pcas is an effective method, which provides a high rate of complete occlusion at 6-month dsa. However, compared with anterior circulation aneurysms, patients with pcas are at significantly higher risk of mortality, ischemic stroke and perforator infarction. Citation: wang cb, shi ww, zhang gx, et al. Flow diverter treatment of posterior circulation aneurysms. A meta-analysis. Neuroradiology. 2016 apr;58(4):391-400. Doi: 10.1007/s00234-016-1649-2. Epub 2016 jan 22.